Manufacturer narrative:
The investigation for patient device interaction (hemolysis) has been completed. The root cause of the hemolysis was not determined due to lack of sufficient clinical details, inconclusive evidence from data log analysis, and unreturned product for further investigation.

Event description:
Clinical narrative: an impella cp was inserted to support the 83 year old female cardiac patient, with medical history not shared. The pump was explanted a day after the support was placed due to concerns of hemolysis. The patient's plasma free hemoglobin level had risen from 1.7mg/dl to 95.3mg/dl. The patient had the pump explanted and replaced by an intra-aortic balloon pump. The patient survived the hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.